Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -8.00/+4.00/79 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The patient experienced lens rotation. On (B)(6) 2021 the lens was exchanged with a same length but different axis lens and this resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).